Event description:
International affiliate reported that the drain broke during removal. The pt was returned to surgery for device excision. The retained device fragment was not located.

Manufacturer narrative:
H-6 conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.